Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta 2k, there was one (1) stopper with defective molding that caused the sample to leak. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received six photos for investigation. The visual evaluation of these photos indicated the customer¿s failure mode. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.